Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken powerglide catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting a section of powerglide midline catheter shaft. All three photographs appeared to depict the distal segment of the catheter shaft, including the tapered distal tip. The proximal end of the segment exhibited an irregular break. The proximal catheter segment, including the luer adapter and molded joint was not visible in any of the photographs. A kink was observed near the break site. The depicted catheter segment appeared full of blood residue. While catheter damage was clearly visible in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the damage. Potential contributing factors include tensile failure and retraction of the catheter against the introducer needle bevel. A lot history review (lhr) of reez4038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when inserting the catheter, the customer felt a sting (trigger) and he verified that the catheter was broken. It was lodged in the patient's vein, requiring vascular surgery.